Event description:
The customer reported the system is displaying ma and kv errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board. System operates as intended. (B)(4).